Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found proximal insulation abrasion in several locations. The lead abrasion is consistent with that produced by friction to another implanted device.

Event description:
It was reported that the lead exhibited low unipolar impedance and high capture thresholds. Lead fracture was suspected. The lead was explanted and replaced.